Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a follow-up visit, a patient implanted with an evoke spinal cord stimulation (scs) system reported a change in pain relief. Physician's evaluation did not identify a lead migration. A revision procedure was performed. During the revision procedure, the physician noted positioning difficulty of the lead and visual damage to the lead once in the desired position. The lead was replaced and therapy restored.

Manufacturer narrative:
Correction: section h 6. Component code - previously reported as patient lead (g02025) updated to electrical lead/wire (g02015). Additional information: section d4 - expiration date. Section d6b - explantation date. Section d9 - device returned to manufacturer, date returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead was returned for evaluation. Visual analysis identified a wavy appearance on the lead coating, kinks and damage to the conductor cables throughout the lead. Automated dry and wet functional testing was completed. The lead failed dry testing with multiple electrode disconnections. The observed lead damage likely contributed to the observed intermittent electrode disconnections identified during functional testing. The cause of the lead damage is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "breakage of the lead or failure of other system components, which may result in loss of stimulation" and "undesirable changes in stimulation sensation and/or location." The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.